Event description:
It was reported that the epicardial lead exhibited high thresholds, measured high impedance at infinite value, had loss of capture, and was fractured. The lead was capped and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.